Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one certain® ep® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (itha54) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured at the threaded region. Functional testing could not be performed since the device was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device was intended for tooth # 30 (universal). Review of appropriate documentation: per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review for the lot (1240683) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1240683) for similar events (complaint category keywords: fracture) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment fractured at 20 ncm torque. The remaining portion of the abutment was removed and a new provisional abutment placed and torqued without a problem. Tooth #30.